Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked battery door, scratched lcd lens, and a worn dso seal. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the inoperable latch lock flex was the root cause. The latch lock flex was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D9: 2/15/2024.

Event description:
It was reported the device exhibited error code 41541. Patients' treatment was delayed about 4 hours. No adverse patient effects were reported by the customer.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.